Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states that the surgeon had no op notes from this patients initial lt tka which was done according to the patient over 20 years ago. The only information he had was xray. From looking at the xrays we determined it was an old pfc knee. The surgeon just wanted to do a poly exchange only. Once in surgery the poly came out very easily. The surgeon could not find any markers or numbers on the poly to determine a size. For that knee being done 20 years ago, the poly was a good shape. We used old pfc curved inserts trials to determine the size. Implanted the new poly, and the surgeon was happy with the stability. Doi: unknown; dor: (B)(6) 2018; left knee.

Manufacturer narrative:
Product complaint # : (B)(4). No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.